Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Regarding the ultrasonic image disappearing during angulation and ultrasonic transducers being broken were confirmed - the root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had foreign material present on the forceps elevator wire (k-wire), and during angulation the ultrasonic image disappeared. In addition, the ultrasonic transducers were broken. There was no patient involvement.